Event description:
It was reported that a shocking sensation, in the paresthesia area, occurred during a positional change such as bending over or twisting. Reprogramming was performed multiple times. Impedance measurements were taken and found to be within a normal range. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).